Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Customer's blood glucose level was 250 mg/dl. Customer changed the cartridge or changed the pump supplies to address the issue. Insulin delivery was resumed.